Manufacturer narrative:
Lot # unknown as it was not provided. Exp. Date unknown as it was not provided. UDI # unknown as it was no lot # was provided. (B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), quality control and trends was conducted during the investigation. The device was not returned to assist in the investigation. The device is supplied with IFU which lists the device description and intended use, contraindications, warnings and precautions, and proper usage procedures. The IFU states the following under warnings, "the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation." The IFU lists the following under precautions, "care should be taken to ensure the balloon remains fully inflated during longer procedures," and "during one-lung ventilation, the patient should be paralyzed to help prevent dislodgement of the balloon," and "following insertion of the blocker balloon through the multiport adapter, the balloon should be test inflated." The IFU states the average fill volumes for the complaint product as 4.0 cc - 8.0 cc. The customer filled the device with 4.5 ml of air which is within the appropriate range. It is possible that the patient/device was not monitored accurately as stated in the IFU (under precautions, "care should be taken to ensure the balloon remains fully inflated during longer procedures.") However, without the complaint device we cannot evaluate the device's functionality. A definitive root cause cannot be determined. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
The user commenced lung isolation on (B)(6) 2015 due to lung bleeding from lung radiation related to lung cancer. The blocker worked at first, but on (B)(6) 2015 the user noticed the device wasn't maintaining air in the balloon. The user originally filled the balloon with 4.5 ml of air and found that there was only 1.5 ml of air left. The patient continued to have ongoing bleeding. The user changed the blocker for a new one and the same issue occurred. It appeared to be leaking air and lung bleeding continued. Patient experienced ongoing bleeding. However, the blocker did not contribute to this. The patient required an emergency bronchoscopy and a new blocker had to be inserted.

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
The user commenced lung isolation on (B)(6) 2015 due to lung bleeding from lung radiation related to lung cancer. The blocker worked at first, but on (B)(6) 2015 the user noticed the device wasn't maintaining air in the balloon. The user originally filled the balloon with 4.5 ml of air and found that there was only 1.5 ml of air left. The patient continued to have ongoing bleeding. The user changed the blocker for a new one and the same issue occurred. It appeared to be leaking air and lung bleeding continued. Patient experienced ongoing bleeding. However, the blocker did not contribute to this. The patient required an emergency bronchoscopy and a new blocker had to be inserted.